Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date. Lancing devices are also not 510k cleared.

Event description:
A sales rep from (B)(6) contacted customer service. She stated that a pharmacist was demonstrating the use of the microlet2 lancing device for a customer. The pharmacist pricked her finger using the device. When it was time for the customer to use the device, she pricked her finger using the same lancet. No other info provided about the event. At this time, it does not appear any product will be returned.